Event description:
The physician was doing a bier block in the or to the right arm. When switching to the 2nd level of tourniquet, the 2nd level failed. The pt got a bolus of xylocaine 0.5% and described a major headache. The pt was monitored in the holding room for at least an hr after the procedrure. Vital signs remained stable.